Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that the unit would not cut during the sculpting mode of a cataract with intraocular lens implant (iol). The staff changed the fms and handpiece , then tried to reboot with no change in issue. Additional information has been requested.

Manufacturer narrative:
Additional information is provided. The system was examined and the reported event was not replicated. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on december 10, 2014. Based on qa assessment, the product met specifications at the time of release. The system was found to functionally exhibit no problems. Therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).